Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided. Suspected cause was due to the customer¿s carbohydrate ratio and basal rate needing adjustments. Bg was addresed via correction bolus via pump and manual dose injection. Customer updated carbohydrate ratio and basal rate settings to address the event.